Event description:
A malfunction on the pump was reported, which caused the customer's blood glucose to exceed 500 mg/dl, though the specific value was not known. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred and acknowledged this instruction.